Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. After using the device in the blades down mode for a few passes, the device seized down on the wire and it couldn't be unstuck. The physician removed the catheter and wire from the patient at the same time. The procedure was completed with another of the same size product and it worked fine. No patient issues were reported. The patient's condition after the procedure was fine.